Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: external battery failure.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: system controller lost power because of faulty battery.specific component(s) involved: external battery malfunction.additional text: external battery lost power because of faulty battery.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external battery.type: lvad